Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, outside the patient the physician noticed the core wire was missing from the inside of the proximal end of the guidewire. The procedure was completed with this endovive safety peg kit push method.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination showed the ball weld tips were both present on the guidewire. The core wire was found to be detached from the ball weld tip. The end of the core wire was flat and did not present material deformation. The underside of the ball weld was examined and presented evidence of core wire attachment. The guidewire outer coil was found to be stretched. The guidewire measured approximately 301 centimeters, specification is 290 ± 2 centimeters. The condition of the returned unit was consistent with the complaint incident that the guidewire corewire failed. The guidewire did not appear to have failed while in tension as the core wire was not deformed. The guidewire weld tip was intact and presented evidence of proper core wire attachment. The delivery system and other components were not returned it cannot be determined if there was an interference fit with the guidewire and other components which might have contributed to the failure. Therefore, the most probable root cause is undeterminable. A review of the device history record was performed for lot 13940610 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13940610.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, outside the patient the physician noticed the core wire was missing from the inside of the proximal end of the guidewire. The procedure was completed with this endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.